Event description:
A report was received that the patient's ipg had flipped in her pocket which was confirmed by x-ray. The patient had a revision and the physician flipped the ipg back over. The patient is reportedly doing well.